Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant product: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.stockert 70 system, model #: m-5463-01, serial #: (B)(4). 3. Webster 8 pole catheter, model #: d-1079-213-s, lot #: 17321979m. 4.webster 10 pole catheter, model #: d-1079-216-s, lot #: 17304025m. 5.distributed - acunav catheter, model #: m-5723-07, lot #: unknown. 6.non biosense webster - st. Jude brk needle. 7.non biosense webster - st. Jude sl1 sheath. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with an ez steer navigational 4mm catheter and suffered a cardiac tamponade which required a pericardiocentesis. During the post transseptal phase, a pericardial effusion was noticed and confirmed by intracardiac echocardiogram. A pericardiocentesis was performed yielding an unknown amount of fluid. The procedure was aborted prior to any ablation being performed. The patient was reported to be in stable condition at the time the complaint was reported. It is not known if the patient required an extended hospital stay as a result of this adverse event. The physician's opinion regarding the cause of this adverse event is that it was procedure related. It was reported that the physician assessed that the patient had a small left atrium and a boggy septum that contributed to the needle tenting the septum dangerously close to the left pulmonary veins where the effusion was likely to have occurred. The transseptal puncture was performed using a st. Jude medical brk needle. The patient received heparin for anticoagulation. Acts maintained during the procedure were in an unknown range. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.